Event description:
Post transfemoral deployment of a 26mm sapien 3 the valve landed 90:10 aortic/ventricular (a/v) with moderate paravalvular leak (pvl). A second valve was placed, which resolved the pvl. The delivery system and valve were prepared with the nominal volume and aligned without difficulty. The coplanar view was ideal with only a slight parallel view. A slow continuous inflation secured the thv in a canted position, 80:20 a/v on the non-coronary cusp (ncc) and 95:5 a/v on the left coronary cusp (lcc). A tee assessment revealed moderate ai around the lcc. The team post dilated with the 26mm commander ds with 2+ cc of volume added and the ai remained unchanged. A second 26mm s3/commander was prepared with 2+cc of volume and deployed one cell below the first valve. The post tee assessment demonstrated trace pvl. The case was concluded and the patient was transferred in stable condition to the ICU. The consensus of the team regarding the aortic and canted valve placement was attributed to the distribution of calcium on the lcc, and the very oval annulus (21mm x31mm) which may have left room for shifting once the valve made contact with the annulus. The native annulus measure 22.3 mm x 30.8 mm2 via CT. Pre procedure tee measured the annulus at 23.4 mm. The native annular calcification was severe with moderate native leaflet calcification.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the elliptical annulus, severe annular and leaflet calcification contributed to the too aortic and canted placement. The pvl was a result of the canted placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.